Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the common femoral artery. The patient had a significant history of hospitalization for chest pain, cardiac and respiratory arrest. Following the deployment, the patient experienced symptoms consistent with an arterial occlusion in the leg, which was confirmed via angiography. The patient expired following a surgical intervention as a result of multi-system organ failure.